Event description:
Reporter indicated that pt was scheduled for ncp system replacement surgery because "something is wrong". The pt had been complaining of extreme pain in their neck and jaw. The pt had reportedly been keeping the magnet over the device for three days to stop stimulation due to this pain. The pt was told to go to the emergency room if the pain was that bad, and a neurologist at the emergency room reportedly told the pt that a cold sore on their lip was the cause of their pain, but the pain subsided when they stopped stimulation with the magnet. The pt's pain reportedly began a day after they developed the cold sore on the left side of their mouth, but the cold sore is almost gone and the pain had not subsided. The pt has reportedly had cold sores before while implanted with the vns and did not experience this pain. It was also reported that the pt had 3 breakthrough seizures during the time that they kept the magnet over the device to stop stimulation. Prior device diagnostic testing was within normal limits, indicating proper device function at that time. Device output current was decreased, but the pt still felt pain so the device was programmed to off. It was later reported that the pt had developed a "big bump" in their neck that is bulging out. Treating neurosurgeon believes that the pt is experiencing current spread from the lead that is causing their jaw pain and felt that the system needed to be replaced. Neurosurgeon indicated that during the system replacement surgery, he would investigate the possibility of ansa cervicalis causing some of the pt's problems. Both the lead and generator were replaced. Device diagnostic testing of the explanted generator was within normal limits, indicating proper device function. Neurosurgeon determined that there was a break in the lead wire adjacent to ansa.